Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown unk chronos/unknown lot number. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that in the past three years only one set was sold and the revenue of single parts was only marginal. Additionally, the majority of the revenue is related the use of the trephines and extract attachment in the bone graft harvesting set for orthopedic foot instruments of opco trauma. Because of the mentioned circumstances, it has been decided to phase out the bghs without replacement. The parts used in the bone graft harvesting set of the orthopedic foot instruments and those allocated to other opco¿s will remain available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a doctor used our trauma orthopedic foot instruments for bone graft harvesting from the anterior spine. Filing the void of the vertebral body with the corresponding chronos plug became very difficult due to the lack of an insertion instrument. As a result of the insufficient filling of the void. One of the patients needed a revision surgery from posterior with decompression and instrumentation. Radiographs can be provided. Surgery was prolonged about 5 mins. This report is 2 of 2 for (B)(4).